Manufacturer narrative:
Insulin pump had blank display due to corroded electronic assembly. During visual inspection, the motor home switch was corroded. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to blank display. Unable to verify drive/motor anomaly due to blank display. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was unable to clear alarm. Customer stated that they were not able complete rewind. Drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.